Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed b30 communication error due to a faulty cr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center had a communication error code b30. There was no harm or user injury reported due to the event.